Event description:
It was reported that following an unknown procedure, the dr had to have pt readmitted for rectal bleeding. The staple line was intact, but wanted the post-op bleeding to be documented.